Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. During the attempt to cross the cto artery, the angiosculpt device separated in two pieces. Recurrence of the malfunction could result in a vessel obstruction, possible myocardial infarction, or require surgical intervention. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. The angiosculpt device was returned in two pieces. The shaft separated at the proximal end and was bent approximately 1 inch distal to the location of the break. All pieces of the angiosculpt device were accounted for. The angiosculpt device was used off-label in the peripheral lesion. The angiosculpt rx ptca device is indicated for the treatment of coronary lesions. In addition, the IFU cautions to not rotate the catheter shaft in excess of 180 degrees when the tip is constrained.

Event description:
When trying to cross the cto of the distal anterior tibial artery, the shaft was rotated multiple times and broke.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.